Event description:
Caller reported not seeing drops of insulin at the end of tubing during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Customer changed cartridge and infusion set to address the issue. Cts assisted caller in completing the load process and resuming insulin delivery.